Manufacturer narrative:
The pump was unable to prime during prime test due to faulty force sensor resistor. The occlusion test and excessive no delivery test were unable to be performed due to prime anomaly. The pump passed the displacement, rewind and basic occlusion test. There was no motor error alarm noted. The motor passed motor test. The pump was received with cracked reservoir tube lip, minor scratched display window and missing end cap sticker.

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer's blood glucose level at the time of incident was unknown. The customer was assisted with troubleshoot. The customer's alarm history showed the presence of multiple motor errors, and no delivery alarms. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.